Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break occurred. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: device code 1069 and patient code 2645 removed

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the proglide device broke and could not be used. There was no reported clinically significant delay in the entire procedure. No additional information was provided.